Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). No problems or issues were identified during this device history record review. One sample was received for evaluation. The sample was received in used conditions without the original package. Visual and functional testing was performed. The returned sample was visually inspected at 12? To 16? And normal conditions of illumination. The returned sample was inflated using a syringe and was submerged under water to detect any leak in cuff. Leakage was detected in cuff; the complaint was confirmed. The root cause was the cuff was damaged during the use of the product since no leaks were reported in the pre-use check and according to the instructions for use (IFU) the cuff could be damaged due to cuff nicks from teeth or instrumentation during intubation.

Event description:
It was reported that during the use of the product, a tear in the cuff was found. There were no reports of patient harm.